Event description:
The device (cev114m) was returned for repair/sharpening to mxi service and repair.

Manufacturer narrative:
(B)(6). Eval of cev114m indicated that the blades were blunt and presented with major scratches on the jaws. The sheath also presented with signs of impact. The blunted blades are most likely a result of excess abrasion during cleaning or use. Note: this MDR is being filed as a result of an internal review of complaint from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's ref #: na. (B)(4).